Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
System error / watchdog timer (B)(4). After investigation, the device module run time was 0 hours. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4) investigation summary: report system error / watchdog timer during the device check in was confirmed. As received, the pcu failed to power on. The pcu detected watchdog alarm upon power on. Observation: the ac indicator is lit up properly when ac power is plugged in. The battery voltage verified within the acceptance specification limit of 10.5-16.5 volts. It measured 12.57 volts. The battery thermistor measured 56k? Within the specification. The 24 vraw is verified and measured at 24 volts. The load resistor is verified and measured at 15 ? Verify power supply voltage: no 3.3 volts supply no 5 volts supply no 8 volts supply. The cause of system error:: " faulty power supply board part number tc10006929, s/n: (B)(4) is the main cause of report system error / watchdog timer during the device check in. " the input filter capacitor c67 (part number 823935-474 -cap cer x7r 0.47uf 100v 10% 1210) on the in [put of the 5v regulator was shorted. The body of the capacitor c67 was physically damaged. Conclusion: defective capacitor c67 (cap cer x7r 0.47uf 100v 10% 1210), part number 823935-474 on the 5volts regulator is shutting down all the 3.3v, 5v,and 8v supply is the main cause of report system error / watchdog timer rework: recommend replacing power supply board part number: tc10006929. Disposition route to service for normal process.